Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No other history pointers failed and history pointers are corrupted error were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a pump error alarm. The customer's blood glucose was unknown at the time of incident. The customer was able to clear the alarm but unable to rewind the insulin pump. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The device is expected to be returned for analysis.